Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer called in and reported that she had 2 olympus evis exera iii xenon light source devices displaying b30 scope communication errors. According to the initial reporter, the procedure being performed as completed using the subject device without any reports of patient hard. The customer began troubleshooting one of the light source devices, and generated an e103 error code as well. The customer went on to confirm that her troubleshooting revealed a process issue with her staff. Reportedly, they were leaving the light source devices on in between cases, and not resetting them prior to moving on to the next procedure. The customer confirmed that their process had been updated and they have not experienced any issues since. This is report 3 of 3 being submitted to capture the first b30 error code noted on one of the light source devices. For the reports capturing the other b30 scope communication error and e103 error, please see reports with patient identifiers: (B)(6) & (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, ¿error code b30¿, occurred because the light source device was used continuously for multiple procedures with the power turned on (scope was changed without turning off the power). The customer reported that their process has been updated and that they have not experienced any issues since then. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[3.1 precautions for installation and connection]. Turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.